Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The right ventricular lead was noted to be fractured. The lead exhibited high impedance and noise; the noise could be reproduced with arm movements. The physician elected to continue to monitor the patient.